Manufacturer narrative:
Patient city:(B)(6) patient country: canada

Event description:
Reference number: (B)(4) event occurred in the canada it was reported that the patient was hospitalized on (B)(6)2024 due to infusion set issue. No further information available.

Manufacturer narrative:
Device history record (DHR) review for (B)(4): the lot 6004568 was manufactured according to work instruction (wi) version 79 appendix 1 batch card for production of packaging room, on 08/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.